Event description:
Customer writing us to let us know they have been using this product for a while, but lately they are coming apart while still new. He was using it and the brush part broke off from the handle. Then he had to remove it from between his teeth with tweezers.